Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer was sticking. A field service engineer (fse) replaced the drawer using non inventoried spares, however, the latch did not engage reliably. Rear chassis adjustments were attempted but the issue persisted, and the drawer was found to be missing a cover. The fse ordered a new drawer assembly and subsequently installed the updated assembly with cover, restoring proper operation. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was sticking, and the customer reported difficulty opening and closing it. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.